Event description:
It was reported: loose shell, recalled implant, residue contaminated. Around 4 months post operatively the pt developed increasing pain above the groin & anterior & posterior buttock region. The pt had developed a non-union in the pt's component of the left hip.